Event description:
Report received from (B)(6) stating that the drive shaft of the device was bent. It is unk if the device was used in surgery. It is unk if injury, delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).